Manufacturer narrative:
(B)(4). Returned product consisted of an innova self-expanding stent delivery system (sds) with a .018 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. There was a. 018 guidewire in the lumen of the device that was protruding out from the tip approximately 18cm. The wire was sticking out of the proximal end approximately 122cm. The guidewire was pulled out of the device with no effort. The pull handle was completely pulled to its complete travel. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR 2134265-2017-05649. It was reported that the delivery system was stuck on the wire. A 7 x 120 x 130 innova¿ stent was selected for a left superficial femoral artery (sfa) angioplasty and stent placement procedure. After normal stent deployment, during removal of the stent delivery system, the stent delivery system became jammed on the v-18 control wire. The guidewire and the stent delivery system had to be removed together. There were no patient complications. The patient's status was reported as fine.